Event description:
Patient presented to optometrist in 2005 with a 0.5 1mm corneal ulcer in the inferior nasal corner of the left eye with surrounding edema. He was prescribed zymar (every 2 hour in the left eye for 24 hours). The patient returned the following day with only slight to no resolution. The patient left town with no further follow-up. The optometrist was unsure if this event was directly related to a specific product. According to the patient, his event lasted for 2 months. He stated he was not officially diagnosed with a specific bacteria, however, at the time, he received "3-4 slits on his cornea" which have since healed leaving only scars that do not affect his vision. The patient was seen by a physician in 2006. According to this physician, the patient informed him that he had problems nine months ago. The physician performed a complete exam and results included no scarring and no staining (normal exam). He noted that the patient had a little conjunctival injecton of the righ eye which was normal and also noted the patient had myopia in both eyes. There was nothing out of the ordinary with this patient and there was no medical treatment.

Manufacturer narrative:
Chemical testing of the returned sample shows the solution met all shelf life limits. Although this complaint is unrelated bausch & lomb initiated an infvestigation that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fungal keratitis in unusual circumstances. We are continuing to investigate this link, but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.